Manufacturer narrative:
The customer discarded the product.

Event description:
It was reported that the accu-chek aviva meter burned up. The customer states that the meter had visible signs of smoke.